Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the external power supply for the charger exhibited cable damage, with visible copper and fraying, while the charger continued to function; a replacement charger was shipped. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included no impact on therapy, no medical intervention, and no hospitalization. Investigation included product history review, complaint trend review, and assessment based on available information. Investigation of this case revealed evidence of a damaged charger power cord consistent with mechanical wear of the external cable sheath, with no device performance failure reported. It was concluded, based on previously established findings for similar reports, that the cause was device component wear due to handling or use conditions.